Manufacturer narrative:
(B)(4). This is a combined initial and final report. Report source, foreign - event occurred in (B)(6). Occupation: quality & reg affairs specialist. Concomitant medical products: medical product: gts standard fmrl stem size -3, catalog #: ps129gm3, lot #: 00j3526477. Medical product: unknown head, catalog #: unknown, lot #: unknown. Medical product: unknown liner, catalog #: unknown, lot #: unknown. Response received stating no further information is available for this case. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of sterile certificate has confirmed that item has received adequate amount of radiations according to specification a review of the complaint database over the last 3 years has found no similar complaint reported with the item and lot combination. A review of the complaint database over the last 3 years has found 4 similar complaints reported with the item 110017333, including cmp-(B)(4). Trends were identified from complaint history review. 2 complaints were reported with same lot number 3954450 and in most cases cause could not be determined. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: this event reports a harms of pain, loosening, and infection, which resulted in surgical intervention (revision surgery). The root cause of the harms could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. Multiple lines cover hazardous situations of inadequate fixation, sterility and cleanliness related issues, and a harm of loosening. These lines have a maximum severity of 4 (necessitates surgical intervention), and a maximum occurrence of 3 (1 in 100 to 1 in 1000). Severity assessment: the event reports that surgical intervention was required. This gives a severity of 4 (necessitates surgical intervention) and is in line with the risk file. Occurrence assessment: the sales data for item number 110017333 for the 3 years prior to the notification date of the reported event (jan 2017 to jul 2020 (most up to date sales data available)) was found to be (B)(4) units. A complaint history search identified 5 complaints for similar harms for the same item number for the 3 years prior to the notification date (jan 2017 to aug 2020), including cmp-(B)(4). The root cause of the 5 identified complaints has not be determined. As a hazard (single line) cannot be selected, any occurrence score calculated cannot be used for comparison. Therefore, an occurrence score has not been calculated on this occasion. If further information regarding the root cause of the reported event or reason for revision are provided, the risk will be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was noted a patient underwent a primary procedure. Subsequently, that patient underwent a revision procedure due to femoral loosening, infection and pain where all products were removed and component was re-implanted (after spacer or girdlestone).